Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated high thresholds and questions regarding capture on this lv lead. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)